Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument with an alleged issue to perform failure analysis. The force bipolar instrument was found to have a dislodged grip tang. The probable root cause was attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was inserted into the patient cavity. When the physician attempted to open the instrument jaws, the joint near the jaws was observed to be broken. The instrument was immediately removed from the patient and replaced with a new instrument. No fragments fell into the patient. The procedure was completed with no reported injury.